Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be submitted upon completion of investigation.

Event description:
Procedure performed: laparoscopic assisted hysterectomy event description: the account mgr was not present for the case.towards the beginning of the case, dr [name] was doing a lash and taking down adhesions when the jaw blade shut and wouldn¿t open back up. It is unknown how the jaws were removed. Grabbed another hand piece to complete the case. There was no patient injury. The device is available for return. Additional information received via email on 22dec2020 from applied medical acct mgr "per surgeon: the surgeon had the jaws on tissue (an adhesion) and the jaws got stuck closed. The blade would not transfer the tissue and the jaws would not open. The surgeon had to use force to rip the jaws off of the tissue. No patient complications. They opened a new botany hand piece to continue case. This occurred at the beginning of the case, the jaws were not cleaned because it was at the beginning" additional information received via email on 22dec2020 from applied medical acct mgr "he personally told me he had to use force to pull the voyant device off of the tissue(adhesion) because the jaws would not open" type of intervention: another handpiece was used to complete the case patient status: no patient injury

Manufacturer narrative:
The event unit returned to applied medical for evaluation. Testing was performed on the event unit; however, engineering was unable to replicate the complainant¿s experience as the jaws of the event unit were able to open and close without locking. The event unit met specifications and there were no visible non-conformances. Applied medical is unable to determine the root cause of the reported event based on the evaluation of the returned unit. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: laparoscopic assisted hysterectomy. Event description: the account mgr was not present for the case. Towards the beginning of the case, dr [name] was doing a lash and taking down adhesions when the jaw blade shut and wouldn't open back up. It is unknown how the jaws were removed. Grabbed another hand piece to complete the case. There was no patient injury. The device is available for return. Additional information received via email on 22dec2020 from applied medical acct mgr "per surgeon: the surgeon had the jaws on tissue (an adhesion) and the jaws got stuck closed. The blade would not transfer the tissue and the jaws would not open. The surgeon had to use force to rip the jaws off of the tissue. No patient complications. They opened a new botany hand piece to continue case. This occurred at the beginning of the case, the jaws were not cleaned because it was at the beginning" additional information received via email on 22dec2020 from applied medical acct mgr "he personally told me he had to use force to pull the voyant device off of the tissue(adhesion) because the jaws would not open." Type of intervention: another handpiece was used to complete the case. Patient status: no patient injury.